Manufacturer narrative:
Serial number was requested, but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a no external power event on (B)(6) 2022 around 22:00. The patient did not recall hearing the alarm and denied losing power to their house. The patient had exposed kevlar on their driveline. Log files confirmed a no external power event on (B)(6) 2022 that appeared to occur while the patient was on the mobile power unit and was attempting to switch to battery power.

Manufacturer narrative:
D4: product was switched to the controller to cover no external power events due to double power cable disconnect. Manufacturer's investigation conclusion: the reported events of a no external power alarm and an atypical power cable disconnect alarm were both confirmed via the provided log file. The log file contained data spanning approximately 15 days (04jan2022 ¿ 19jan2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 10jan2022 at 22:44. The alarm appeared to have been caused by disconnection of both power cables, and the alarm resolved within the same minute of activation when power was restored to the system. One atypical power cable disconnect alarm (an rsoc invalid fault that was not associated with a power source exchange) was observed on 04jan2022 at 8:49. The alarm cleared within approximately 2 seconds of activation. Atypical alarms were not observed on 14jan2022 or 19jan2022. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of the observed no external power alarm appeared to have been disconnections of both power cables. The root cause of the observed power cable disconnect alarm was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect and no external power alarms. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (doc. # (B)(4) rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the submitted log file found the observed no external power alarm appeared to have been caused by disconnections of both power cables. The alarm resolved when power was restored to the system, and pump functionality was not interrupted. No issues regarding the mobile power unit (mpu) were observed. Unusual power cable disconnect alarms were also seen in the log files. The account reported that these resolved with cleaning of the batteries and battery clips.